Event description:
It was reported that the surgeon inserted a competitor's lens using the aq cartridge and the trailing haptic was torn during insertion. The lens was removed and a replacement lens was implanted without any patient injury.

Manufacturer narrative:
A lot order search was performed on the cartridge and there were two similar complaints found.